Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise was able to be reproduced in clinic. The device was reprogrammed. The patient would continue to be monitored.

Event description:
On (B)(6) 2016, the lead continued to exhibit noise and was capped and replaced. The patient was in stable condition and would continued to be monitored.